Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4) (con): information was received from the consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient felt a fluttering sensation. Additional information was reported on 2018-04-16 from the family/fri end that stated the patient programmer was not always working. They saw the lower limit screen. It was noted the patient was not feeling stimulation, maybe a flutter. When troubleshooting with the patient on the call, they found when the patient tried to increase, it blinked. The caller stated the patient was at 0.0. Caller states when pt increased, nothing happened. It would not go to 0.1, it just showed the lower limit screen. Patient tried pressing ins on button and that did not do anything. Patient synched again, and it said programmer was not on the skin. The patient then put the programmer on the skin and synched. The programmer lit up but still showed an arrow pointing down, which was describing the lower limit screen. The screen did not change when increasing. The caller stated they saw the lightening bolt (ins on) and they showed 0.0. They tried to increase their stimulation but it would not. Their programmer had not always been working and saw the lower limit screen when trying to increase. The ins was "on" and they tried changing the programmer batteries. No symptoms were reported. The programmer showed the therapy was off and they had 0.0. The stimulation increased to 10.0 and patient was not feeling stimulation. The caller said they thought it was the programmer not working so they requested new one. It was recommended to decrease stimulation to a lower level to avoid strong stimulation. No further complications were reported.

Manufacturer narrative:
Event date (B)(4) 2018 is approximate. Event description was updated to clarify original information in previous report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was initially reported from the patient's family/friend that the "programmer controller two days ago however patient still felt a flutter sensation". The caller's report was unclear and they were unable to troubleshoot alone and was not with the patient, they stated they would call back. Additional information was reported on (B)(6) 2018 from the family/friend that stated the patient programmer was not always working. They saw the lower limit screen. It was noted the patient was not feeling stimulation, maybe a flutter. When troubleshooting with the patient on the call, they found when the patient tried to increase, it blinked. The caller stated the patient was at 0.0. Caller states when patient increased, nothing happened. It would not go to 0.1, it just showed the lower limit screen. Patient tried pressing ins on button and that did not do anything. Patient synched again, and it said programmer was not on the skin. The patient then put the programmer on the skin and synched. The programmer lit up but still showed an arrow pointing down, which was describing the lower limit screen. The screen did not change when increasing. The caller stated they saw the lightning bolt (ins on) and they showed 0.0. It was reviewed that if the replacement programmer still won't increase, they should inform their doctor. They noted that the ins was "on" and they had tried replacing the programmer batteries. Additional information was reported on (B)(6) 2018 that stated they received the programmer but needed assistance using it. The programmer showed the therapy was off and the programmer battery level was 3/4, and the setting was 0.0. They turned the therapy on, and increased stimulation to 10.0 and patient was not feeling stimulation. The caller said they thought it was the programmer not working so they requested new one. Troubleshooting resolved the reported issue. Patient services told the patient to contact their doctor regarding not feeling sti mulation. It was recommended to decrease stimulation to a lower level to avoid strong stimulation. Additional information was reported on (B)(6) 2018 that clarified the patient's initial report (on (B)(6) 2018). The noted the programmer had stop working two days ago (on (B)(6) ) and changing the batteries did not solve the issue. They had turned down the stimulation because "wouldn't turn up" and the patient stated they felt a flutter inside there. They were not too clear what this meant. The caller wondered whether the ins needed to be changed out. No further complications were reported.